Manufacturer narrative:
A return of the lift and sling has been requested but they have not been returned to invacare as of the date of this report. The provider was not able to answer any questions on the cause of the adverse event. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that they were raising the resident to put her in bed, as they got ready, they turned her to the other side, when they began to lift her, she fell to the floor. The sling looks brand new and is ok. The following injuries allegedly occurred: 3 fractured ribs. The injured party was hospitalized. The product has been taken out of use.

Manufacturer narrative:
The lift was returned to invacare, and it received an expanded evaluation. During the evaluation and functional testing, the complaint was not confirmed. The lift functioned as designed without flaw. It was unknown if an invacare sling was used during the alleged incident. Improper use or lack of training on the operation of the lift and sling was likely the underlying cause of the alleged event.